Event description:
It was reported that the female connector of a minicap transfer set leaked; further described as "damage on female luer that leads iodine leak out slowly". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was properly handled; however, was replaced due to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.